Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on (B)(6) 2015 for further investigation. The fse conducted follow-up with the customer over-the-phone to address the reported event. During the investigation the fse had the customer decontaminate the instrument and bottles. The fse found out the customer was only using 1 bottle of wash vs. 2 bottles. Fse had the customer make new wash solutions the proper way and recalibrate psa. The customer reran the psa patient sample in question and the results were within range. Instrument is functioning as intended and released. The most probable cause for this event is due to operators error during preparation of the wash solution. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On the (B)(6) 2015 the customer reported that a patients psa result is discrepant on their aia-900 analyzer. The patient had a proctectomy and previous test results were less than the assay lower limit (0.05) and when tested the result was 0.08. Customer indicated that there were no issues with the psa quality controls.